Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in chordae, gripper line break, gripper actuation issue, inability to open and close the clip. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A posterior prolapse and restricted posterior leaflet were observed. An xtw clip was inserted and advanced into the left ventricle (lv). However, it was observed the clip became caught in the chordae. In an attempt to remove the clip from the chordae, the clip was opened to roughly 200 degrees, but was still unable to detach from the chordae. The clip was attempted to be opened to 220 degrees; however, the clip was unable to further invert. At this point, the clip was unable to be closed and the grippers were observed to not be working. The gripper lever was then retracted and advanced, but the grippers still did not move. It was suspected the gripper line had broken. To remove the mitraclip device, the patient was converted to surgery and underwent mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on available information, reported gripper line break, clip inability to open, clip close inability appears to be a result of procedural circumstances. The reported gripper actuation issue was a result of a gripper line break. There is no indication of a product issue with respect to manufacture, design, or labeling.